Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Lens not returned.

Event description:
The reporter indicated that the surgeon inserted a 13.2mm vicmo13.2 implantable collamer lens, -10.00 diopter, in the patient's left eye on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to glare/haloes. The lens was exchanged for another lens, and the problem was resolved.

Manufacturer narrative:
Additional information: work order search: no similar complaints were reported for units within the same lot. Corrected data: device code: (B)(4) (lens exchanged for another lens) to (B)(4) - previous code is not applicable under device code; it should be listed under patient code instead. (B)(4).